Event description:
It was reported that during da vinci-assisted surgical procedure, the teflon pad of harmonic ace instrument was found to be detached. Backup instrument of same kind was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a clamp arm teflon pad damage. The teflon pad was found detached from the arm clamp, and the adjacent components to the damaged teflon pad did not show damage. The probable root cause of the teflon pad damage is attributed to use conditions. This damage resulted by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. This issue can be resolved by using an alternate insert to complete the procedure.